Event description:
N/a.

Manufacturer narrative:
Analysis: the v12 covered stent delivery system was not returned. Because the device was not returned it is difficult to determine if the was any issue with the manufacture of the device. The details provided suggest that the stent delivery catheter had difficulties coming back through the introducer sheath after the stent was deployed through a fenestrated endograft and into the renal artery. Based on the details the physician experienced some difficulties but was able to remove the stent delivery system. It is not known how long the balloon was allowed to deflate prior to attempting to remove the deflated balloon, however if not enough time is allowed the remaining contrast in the balloon gets pushed to the distal tip of the balloon creating a bolus of fluid and acts like a plug at the end of the introducer sheath. A review of the device history records indicates that this lot of v12 covered stents passed all performance and quality requirements. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check conclusion: based on the investigation there is a possibility that the balloon was not allowed to deflate fully prior to attempting to withdraw the catheter back through the introducer sheath. Without the device in question or the introducer sheath used in the case it is difficult to determine the cause of the reported complaint.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the physician struggled to get the balloon back into the sheath.